Event description:
On september 15, 2008, the int'l affiliate was informed about two incidents where an unknown baxter pump was infusing inotropes to post coronary bypass graft (CABG) patients and there was "air in line alarm from the memory on the tube." In both cases the patient almost arrested. The facility reported they struggle with the need to stop the infusion to change volume to be infused. It is unknown what the serial number for this pump is but the patient in this event was a female who underwent laparotomy for a small bowel obstruction and requiring a stoma. The surgery was in 2008, and the patient was admitted to the intensive care unit (ICU) post operatively. The patient was on a triple channel colleague pump infusing noradrenaline at a rate 4 mls per hour, at a strength of 6mgs in 100mls. The patient was septic and required inotropes. At about four days post surgery at 09.30, the intrope infusion alarmed with the cause identified as "air in line." There was no air visible, attempts were made to aspirate the line and move the clamp, which has been the instructions from baxter if this problem occurred. During this time the patient's blood pressure dropped and the nursing staff were making every attempt to get the infusion restarted. After approximately 3 to 4 minutes, the infusion was recommended and the patient's blood pressure became stable. Baxter solution infusion set fnc1169 was used. The lot numbers are unknown. Upon further discussions with the regional complaint coordinator on 10/23/2008, it was determined that three incidents occurred involving baxter triple channel colleague pumps and infusion sets. The facility was unable to determine which pumps were being used during the incidents, but has provided a list of the 15 pumps that were located on the ICU floor. As part of the investigation, baxter will attempt to determine which pump was used for each incident. The pumps will be initially evaluated under this complaint in an attempt to link the devices to the specific incidents.

Manufacturer narrative:
The pump is not available for evaluation. The device has been requested but has not been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.